Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level was 600 mg/dl due to the issue and the customer went to the emergency room and were subsequently hospitalized. The customer was treated with intravenous saline and insulin resolving the issue. At the time of the report the customer had not been released from the hospital. Tandem technical support made multiple follow up attempts to gather additional info and customer's release date but the customer did not respond.